Event description:
It was reported that the patient changed out only the peritoneal dialysis set with cassette, instead of using all new supplies after a check lines and bags alarm. This occurred when the patient was connected to the setup. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. The root cause of the re-use was determined to be use error. Proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide? Which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a follow up medwatch will be submitted.